Event description:
(B)(4). It has made me so sick, plus I'm bleeding through tampons and pads every there to for hours. I have abdominal pain all the time. When I got it, it was covered by insurance. I've had onset pain her and the relaxed when it was that time of the month. But starting this last (B)(6) it's been all the time.